Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. The implantable cardioverter defibrillator exhibited nonsustained right ventricular oversensing due to post-sensed t-wave oversensing on the ventricular channel. The patient did not receive therapy during the oversensing. The device was reprogrammed. The patient was stable.